Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube, corroded motor home switch, cracked battery tube threads, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error on insulin pump screen. Customer¿s blood glucose was unknown. Customer stated that there was no error displayed before critical pump error. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.